Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the spare reamer tube for hollow reamer (309.035) (p/n: 309.038, lot number: 1l12134) was received at us cq. Upon visual inspection, a tooth has broken off the tip. There were no x-rays or other photographs provided, so the broken off piece cannot confirmed to be embedded within the patient. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: current and manufactured document was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as one of the teeth has broken off the tip. The tooth cannot be confirmed to have embedded within the patient. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 309.038 (sub-component 36599). Lot: 1l12134. Manufacturing site: bettlach. Release to warehouse date: october 25, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 that during a screw removal time a trephine was broke off. Fragments were generated but it was unknown if it was removed. The procedure was successfully completed. Patient consequence is unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).